Manufacturer narrative:
Rwmic has requested additional and missing information from the user facility. Rwmic will submit a follow up report upon receipt of additional information as appropriate. Rwmic considers this case open.

Event description:
On april 15th, 2019, richard wolf medical instruments corporation (rwmic) received a letter from FDA (report # mw5085572) . Rwmic was notified that the user facility reported the following: during a urological procedure turp, the cutting loop broke in the patient. The loop and all pieces were all retrieved with no injury to the patient. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes . Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Unknown . Was there a similar back-up device available for use? Unknown. Was the scheduled procedure completed? Unknown. How was the patient anesthetized? Unknown.

Manufacturer narrative:
A follow up report will be submitted upon receipt of new or additional information.

Event description:
Follow up #1 is to provide FDA with new/changed information.